Event description:
Transporting patient with acute mi or tpa, when both batteries failed. Sporadic readings were only available with continued exchanging of the batteries. No cardiac event occurred with the patient which would have necessitated further use of the monitor.